Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that was changing the infusion set when it alarmed failed battery test and went blank after she put in a new battery. She stated that the pump came back on. The battery cap was not corroded or damaged. There was no failed battery test alarm in the history only bad battery alarm. Blood glucose at the time of incident was 109mg/dl. The customer was advised to monitor the pump. The device was not returned for analysis.